Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received an incorrect calibration code from the recall function stored in the meter's memory. If the device were used to perform an assay, the difference in the values when plotted onto a clarke error grid would fall into the "d" zone which is considered to be clinically significant. There was no report of any medical intervention, death or serious injury.